Event description:
It was reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. The system operates as intended.